Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was shocking her when she passes by microwave ovens and other various household appliances. It was noted that the patient also had concerns that the pump was intermittently overdosing her; the claim was unfounded by the patient's hcp based on accurate drug reservoir volumes at times of refill. It was reported that the patient fell and landed on her pump once and that may have led or contributed to the issues. A dye study was performed on an unknown date in the past and the drug reservoir levels are consistently accurate each refill. The patient was noted to be alive with no injury. The issue was unresolved at the time of the report. No further complications have been reported as a result of this event. Additional information was received from a consumer on 2018-sep-11. It was reported that the patient fell on (B)(6) 2018 and landed on the pump. After that date, the patient started getting electrical shocks if she was up next to electrical appliances like the stove or washer. It was noted that now it would occur if the patient went up to the counter. The patient called their doctor, and was told to call the manufacturer. On (B)(6) 2018, the patient would nod off and space out like falling asleep. The patient was aware of everything but not talking or responding or anything, and the patient was pretty sure she had overdose symptoms. The patient woke up one day (probably (B)(6) 2018), and was hurting really bad because the pump was not in the pocket. It was unknown if the symptoms were sudden or gradual. It was noted that the patient was receiving bupivacaine and dilaudid (doses and concentrations unknown) (note: this conflicts with the previous report that the pump was used to deliver morphine). The indications for use inc luded non-malignant pain and degenerative disc disease.